Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started o.b procomfort super for menstruation (route-vaginal, lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the string of one of the tampon in the whole box came off completely. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. No lot number provided and no sample was returned. Due to lack of a complaint sample and the absence of adverse trend, there was no evidence to confirm that the device failed to meet the specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started o.b procomfort super for menstruation (route-vaginal, lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the string of one of the tampon in the whole box came off completely. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.